Event description:
The customer used the device and obtained high blood glucose results in the 300's mg/dl. They dosed insulin and then experienced hypoglycemia. When they retested they obtained results in the 120's mg/dl. They fell unconscious and spouse called the ambulance. Emergency medical technician checked their glucose and the level was 27 mg/dl. They were treated with glucose and taken to the hospital. Controls were not used on the system. The customer didn't have test strip information and thinks that the strips may have been old. The device was replaced and requested to be returned for evaluation.